Event description:
Reportable based on device analysis on 22-sep-2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. An opticross hd imaging catheter was used for ultrasound examination of the target lesion. During insertion, the image was dark. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window detached in the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section. Impedance testing showed a complete circuit curve. Transducer level impedance test showed weak transducer activity with a rh peak of 33 ohms. Image testing could not be performed due to the condition in which the device returned.